Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that one pump showing rev relay, safety s and run away alarm. A defective motor with a "runaway" error was already investigated in sap complaint #(B)(4). According to the investigation report (lce02505) the most probabale root cause for the rpm diff error is an erroneous motor tacho generator signal due to the carbon brushes (e.g. Stuck carbon brush). The hl 20 instructions for use was also reviewed on 2020-06-09 with the following outcome: extreme and sudden changes in the flow rate, especially during pulsatile pumping can also lead to a "run away" alarm. The reported failure "safety-s" was evaluated by life cycle engineering on 2020-01-17 in complaint #(B)(4) as follows: an error occurs when transmitting the signals via the control board to the safety system board ("cold" solder joint, defective optocopler). This causes that the safety system board to receive no or incorrect data and therefore triggers the error message. The reverse relay error message was also investigated in a similar complaint #(B)(4). According to the investigation report (lce #04375 dated on 2020-05-27) the most probabale root cause for the reported failure "reverse relay" could be determined as a loose contact that affected the correct transmission of signals. Thus the reported failure could be confirmed. The reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Manufacturer narrative:
A follow up medwatch will be submitted after new information has been received.

Event description:
One pump showing rev relay,safety s and run away error. Complaint#: (B)(4).